Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn longer than 48 hours. It was also reported that there was an adhesive issue. Symptoms reported include dizziness and vomiting. The patient had high blood glucose but no exact levels were given. The patient was treated with fluid medication and insulin drip. The patient was released the same day. The pod was worn when seeking medical attention.